Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: date of event - unknown, product identification / expiration date - unknown, date explanted - unknown, PMA/510(k) number, manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. This report is for the revision procedure whereby the screws were replaced on an unknown date. Updated event description.

Event description:
It was reported that patient underwent a hip fracture nailing procedure on (B)(6) 2013. Subsequently, patient underwent a revision procedure to replace the screws on an unknown date due to an unknown reason. Patient was further revised on (B)(6) 2014 due to a fractured affixus nail caused by a nonunion. The nail was removed.

Event description:
It was reported patient underwent a hip fracture nailing procedure on (B)(6) 2013. Subsequently, patient underwent a revision procedure to replace the screws on an unknown date due to an unknown reason. Patient was further revised on (B)(6) 2014 due to a fractured affixus nail caused by a nonunion. The nail was removed.